Manufacturer narrative:
The probable cause of error c-33 is attributed to a faulty electrical component inside the generator. This error indicates a higher voltage than expected while powered on.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis (fa) team. The error log confirmed multiple errors. Visual inspection and functional testing found no related issues, and the unit operated without problem. No additional findings were identified, and a definitive root cause could not be determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, the customer reported receiving a stuck pedal message when firing energy. It was confirmed that no handheld instrument was plugged in, and upon checking, one of the external foot pedals may have been pressed. The customer was unable to power cycle the generator at that time and was advised to disconnect the external foot pedals if the message returned. Error logs confirmed an m-12 error. Later, when the issue recurred, the intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power off the generator and disconnect the foot pedals. Upon restart, the generator displayed c-00 and c-33 errors, which persisted through multiple restarts. The customer converted to another da vinci system by bringing in a vision side cart (vsc) from another system to complete the procedure. No known impact or patient consequences were reported.